Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient had (B)(6) infection.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3877-45, serial/lot #: ,(B)(4) ubd: (B)(6) 2015, product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2015, product ID: 37081-60, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4) ; product ID: 37081-60, serial/lot #: (B)(4), ubd: (B)(6) 2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was hospitalized and the device system was explanted for infection. It was unknown if there were any contributing factors. It was unknown if any diagnostics/troubleshooting were performed. It was unknown if the event resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45 lot# 0205448590 explanted: (B)(6) 2017 product type lead product ID 3877-45 lot# 0205430575 explanted: (B)(6) 2017 product type lead product ID 37081-60 serial# (B)(4) explanted: (B)(6) 2017 product type extension product ID 37081-60 serial# (B)(4) explanted: (B)(6) 2017 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the device system was explanted on (B)(6) 2017.